Event description:
It was reported that a patient underwent a surgical procedure on their face and suture was used on the cheek (cutaneous layer). Post operative evolution day 1 (j1): no visible abnormalities were noted. Day 8 (j8): the patient came back to see the hcp. Clinical findings included erythema along the entire length of the incision closed with the suture, associated with itchiness. The hcp decided to remove the sutures. Following removal, the patient exhibited a positive clinical evolution. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was provided: a total of 3 sutures were used for this patient: eyelid closure: prolene. Cheek (deep layer): vicryl plus ¿ some separated stitches (she told me around 3). Cheek (cutaneous layer): ethilon. List any j&j products that were utilized during the case but did not contribute to the reported event. Eyelid closure: prolene cheek (deep layer): vicryl plus ¿ some separated stitches (she told me around 3). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the lot number and product code? What is the current status of the patient? Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient¿s recovery? If yes, please provide medication name, route and dose. **confirm that one ethilon suture is what this complaint is about. If not please specify. **did the patient have a wound dehiscence? It was reported: "vicryl plus ¿ some separated stitches (she told me around 3)" **is there a complaint about the vicryl plus suture? If yes, please describe further. **or were 3 interrupted stiches used with vicryl plus with no complaint? -please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Was any surgical intervention required for the this event or wound dehiscence including date and findings. Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number?